Manufacturer narrative:
Device evaluation: visual analysis was performed which identified white particles inside device and flat creases. Leak test was performed which identified no leakage on device. Fill inspection was performed and identified no blockage in the valve. Additional visual analysis identified void on valve side out of specification. Based on the device analysis the final assessment is: no openings were observed on the device and no issues were found that related with the complaint of deflation. Void on valve side was found out of specification, however it is not related to reported event. A further investigation was requested due to a workmanship issue found during the device evaluation. The review of the documentation associated to the manufacturing process indicates that all devices from this work order were released in accordance with allergan medical¿s procedures and no anomalies were found in the documents or in the personnel training related to the reported event. Since the laboratory analysis confirmed that there were no openings on the device and there were no issues related with the complaint, the reported event of deflation was not considered in the analysis. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with air voids in the valve will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a right side "deflation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported a right side "deflation." Device has been explanted.